Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 76 mm in diameter abdominal aortic aneurysm. Moving distally from 1 mm to 20 mm below the renal arteries, the diameter of the aorta measured 28 mm to 42 mm in diameter. The proximal aortic neck angle measured 35 degrees. The supra to infrarenal angulation measured 12 degrees. There was localized calcium at the seal zone. It was reported that 40% of the circumference at the seal zone was covered by calcium with a maximum thickness of 4 mm. It was reported that, approximately two months post index procedure, a CT revealed that the patient had a proximal type I endoleak. Approximately three months post index procedure, the physician elected to implant seven aptus endoanchors at the main body of the stent graft to the proximal neck and implanted an endurant aortic cuff. The physician noticed the primary endograft was approximately 2mm. Below the lowest renal artery, so an endurant aortic cuff was implanted. However, after the cuff was implanted a proximal type I endoleak was still observed. The physician considered the overall procedure successful and the procedure was completed. The physician stated that the cause of the event was due to anatomy; short, wide, conical neck. The physician believes once the anticoagulation medication is reversed the endoleak will completely resolve. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: weight = (B)(6) lbs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that on the (B)(6) 2018 a CT scan identified a type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the previously reported type ia endoleak noted on (B)(6) 18 was not a new endoleak, but rather a persistant endoleak from before the endoanchors were implanted. If information is provided in the future, a supplemental report will be issued.